Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient was hospitalized due to high blood glucose level at the date (B)(6) 2019. The customer¿s blood glucose was 470 mg/dl. And 600 mg/dl. Customer¿s current blood glucose was 401 mg/dl. Customer was treated with insulin pump and manual injections. Customer experienced symptoms like nausea, vomiting and abdominal pain. The insulin pump will be returned for analysis.